Manufacturer narrative:
Date of birth: unknown, information not provided. If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 intraocular lens (iol) appeared scratched after it was inserted into the patient's operative eye and therefore it was removed during the same surgical procedure. Follow-up communication revealed there was no patient injury and no medical or surgical intervention was required. A new lens (same model and diopter) was implanted as a replacement. The patient was reported doing fine post-op. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/27/2018. Device returned to manufacturer: yes. Device evaluation: the intraocular lens was returned to the manufacturing site for evaluation. Visual inspection showed one of the haptic was observed detached. The detached haptic piece was not returned. The other haptic was observed damaged/distorted. No scratches were observed on lens pieces. The customer's reported complaint could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.